Event description:
The end-user reported a male pt underwent successful pfo closure in 2007, without complications. Pt was asymptomatic until 2008, when he presented in the emergency dept with signs of cardiac tamponade. The pt was immediately taken for surgery, where it was discovered, one arm of the implant had eroded through the dome of the left atrium, beneath the pulmonary artery, and beneath the ascending aorta. The pt survived and is doing well.

Manufacturer narrative:
The implant lot # was not available at the time of this report. We have no add'l info surrounding this case at the moment. We have initiated contact with the end-user and submitted a request for the ER/or case summaries as well as requested to have the implant returned for eval. None of the requested info, or the implant was rec'd as yet. We will continue to pursue the requested info. Upon receipt we will conduct a thorough investigation and submit a summary of our findings in a f/u report.